Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and dental implantation ("I had three raplaces") and experienced hypoaesthesia ("right arm has been going numb and it hurts"), pain in extremity ("right arm has been going numb and it hurts") and periarthritis ("frozen shoulder"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, hypoaesthesia, pain in extremity, periarthritis and dental implantation outcome was unknown. The reporter considered dental implantation, hypoaesthesia, medical device removal, pain in extremity and periarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia.') In an adult female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), hypoaesthesia ("right arm has been going numb and it hurts"), pain in extremity ("right arm has been going numb and it hurts") and periarthritis ("frozen shoulder") and underwent dental implantation ("I had three raplaces"). The patient was treated with surgery (essure removal on (B)(6) 2019/robotic-assisted total laparoscopic hysterectomy with b-s). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, hypoaesthesia, pain in extremity, periarthritis and dental implantation outcome was unknown. The reporter considered dental implantation, heavy menstrual bleeding, hypoaesthesia, pain in extremity and periarthritis to be related to essure. The reporter commented: no. Of coils: right-leaving 6 coils showing. The same procedure was carried out on the opposite side without difficulty leaving 1 coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: good position of bilateral essure devices with no filling of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information , patient details , lot no, other relevant history , lab data added. Event : " medical device removal" updated to " menorrhagia." And rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia.') In an adult female patient who had essure (batch no. 774396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and abdominal adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), hypoaesthesia ("right arm has been going numb and it hurts"), pain in extremity ("right arm has been going numb and it hurts") and periarthritis ("frozen shoulder") and underwent dental implantation ("I had three raplaces"). The patient was treated with surgery (essure removal on (B)(6) 2019/robotic-assisted total laparoscopic hysterectomy with b-s). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, hypoaesthesia, pain in extremity, periarthritis and dental implantation outcome was unknown. The reporter considered dental implantation, heavy menstrual bleeding, hypoaesthesia, pain in extremity and periarthritis to be related to essure. The reporter commented: no. Of coils: right-leaving 6 coils showing. The same procedure was carried out on the opposite side without difficulty leaving 1 coil showing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: good position of bilateral essure devices with no filling of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Lot number:774396 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and dental implantation ("I had three replaces") and experienced hypoaesthesia ("right arm has been going numb and it hurts"), pain in extremity ("right arm has been going numb and it hurts") and periarthritis ("frozen shoulder"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, hypoaesthesia, pain in extremity, periarthritis and dental implantation outcome was unknown. The reporter considered dental implantation, hypoaesthesia, medical device removal, pain in extremity and periarthritis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case was upgraded to serious incident. Essure removal date and event: medical device removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.